Event description:
Reason for check: patient found on the ground in the morning today. 1 monitored at/af episode on (B)(6) 2024 and device appears to be oversensing possible noise on the ra lead. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).